Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebu1270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the blue and white hub was cracked and rendered unusable. Device not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: they complaint of a cracked luer adapter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. The sample was received with a 3cg stylet with t-lock assembly inlaid through the red-luered lumen. The white-luered lumen exhibited a longitudinally aligned split extending from the orifice to the valve. Blood residue was observed within the white-luered luemen. Microscopic inspection of the split revealed sharply defined irregular edges. The split surface was rough and coarsely granular. Tactile inspection of the white luer material revealed it to fracture easily. The fracture features were consistent with brittle failure. The observed ease with which the connector was fractured further during evaluation was suggestive of material embrittlement. An external investigation conducted at the manufacturing site suggested that an offline drying process during device manufacture was contributing to that embrittlement. Corrective actions have been identified and the complaint sample was manufactured prior to implementation of those actions. A lot history review (lhr) of rebu1270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the blue and white hub was cracked and rendered unusable. Device not used on a patient.